Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and indicated that after obtaining the discordant results, they ran quality controls (qcs), resulting acceptably. The ccc specialist reviewed the instrument files and determined were in range on the day of the event. There were no process errors in the process log. As per siemens request, the customer ran a precision study, resulting acceptably. A customer service engineer (cse) was dispatched to the customer site and noted that the probes on server 1 are low. The cse found a chip out of the aliquot probe's teflon coating and replaced and aligned the aliquot probe. The discordant result was flagged with a "delta check" error, indicating the discordant result was not consistent with the previous results for this patient. The cause of the discordant, falsely low enzymatic creatinine result is unknown. The instrument is operating within manufacturing specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low enzymatic creatinine (ecrea) result was obtained on a patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was repeated, in duplicate on the same instrument and once on an alternate dimension vista instrument, resulting higher. The first repeat result from the initial instrument was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.